Event description:
It was reported by a vns patient that her second vns surgery was very noticeable compared to the first surgery. Furthermore, the patient stated that the stitches were too big and ugly in appearance. Follow up with the implanting surgeon revealed the implant site looked normal and the procedure went accordingly. The patient was then seen by the treating neurologist who prescribed the patient with antibiotics as the physician thought the patient had an infection. At the moment it is unknown if an infection was present, as good faith attempts to the treating neurologist have been unsuccessful to date.